Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #1627487-2017-07943, reference MFR report #1627487-2017-07947. It was reported that the patient experienced discomfort with stimulation and the patient did not use the therapy for months. As a result, the patient underwent surgical intervention wherein the scs system was explanted.